Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a temperature alarm occurred while within labeled temperature range. In addition, it was reported that a minimum fill message occurred. Customer's blood glucose level was over 600 mg/dl. Customer administered a manual injection to address blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.